Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and driveline extension cable were not returned for evaluation. Log file analysis revealed three controller power up events on (B)(6) 2020 at 08:04:03, 08:08:23 and at 11:32:37. Review of data logs revealed that the controller was not in use prior to the first controller power up event. Additionally, alarm log file revealed 2 vad disconnect alarms on (B)(6) 2020 at 08:04:09 and at 12:08:26, due to a disconnection of the driveline from the controller. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the loss of power event can be attributed to an initial setup of the controller. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline possibly due to the initial troubleshooting. Additional products: d4: lot #: unk- driveline extension cable, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14; investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ driveline extension cable, model #: unk / catalog #: unk / expiration date: unk / lot #: unk, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the dates and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of power to the controller associated with removal of the driveline extension cable. The controller remains in use. No patient complications have been reported as a result of this event.